Event description:
On (B)(6) 2013, the customer reported that this right atrial (ra) lead was surgically abandoned and is now out of service due to low out of range pacing impedance measurements (less than 200 ohms). A replacement ra lead was successfully implanted in its place. No adverse patient effects were reported. The lead was actively implanted for approximately 15 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A replacement lead was successfully implanted in its place and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.